Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the li61aor intraocular lens was inserted into the pt's left eye and removed intraoperatively due to a bent haptic noted during insertion. Incision was enlarged. Another lens was implanted successfully and pt prognosis is excellent. Please reference MDR #1119279-2012-00280 for the intraocular lens.